Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient changed out the solution bag. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is user error/ mis-use. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The home patient (hp) stated he had the check lines and bags alarm the previous night and he switched out the heater bag and was able to clear the alarm . The baxter technical service representative (tsr) advised the hp that the setup was potentially compromised and to call the registered nurse (rn). There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the home patient (hp) on (B)(6) 2011 regarding having to start over with new supplies due to a check lines & bags. The hp stated that they continued therapy with homechoice (hc) changing out the heater bag only. The sample had been discarded. The hp stated that there was nothing visibly wrong with the solution bag except that when they went to drain the bag there was no flow. Therapy has been going well since incident. There was no patient injury or medical intervention indicated at the time of the initial report. No further information available.